Manufacturer narrative:
Applied lubrication to the bypass o-ring to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, high fico2 was noted.